Manufacturer narrative:
Sample was returned. Customer complaint of "blue part broken" was confirmed. Snoreguard device is fitted by the user. Instructions are provided for the fitting process which describe the process in detail. If directions are not followed, either the biting force into the lower bite pad extender ramp can be too early, can be excessive, and/or the heating time can be too long resulting in excessive softening of the bite pad extender ramp. Information in regards to the storage conditions and external environmental factors (heat, light, moisture) in which the device was subjected to was not provided but may have played a role in this specific customer¿s experience. Complaint data reveals failure mode is isolated in nature.

Event description:
Consumer stated the blue part broke.